Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate, and the customer had to complete the load sequence multiple times. Reportedly, once the customer completed the load fill tubing process the pump reverted to the beginning of the process. In addition, intermittent incomplete boluses occurred, and the customer alleged insulin was not delivered as intended. Reportedly, the customer entered the bolus screen and did not exit the screen within 90 seconds. Tandem technical support reviewed pump data and determined pump delivered insulin as intended, however, customer maintained the allegation that pump did not deliver as intended. The customer's blood glucose (bg) level reached 600 mg/dl. The customer addressed bg with a bolus and manual injection. Reportedly, the customer continued using the pump for insulin therapy.